Event description:
Reportable based on device analysis completed on (B)(6) 2018. It was reported that crossing difficulties were encountered. The target lesion was a deep vein thrombosis located in the lower extremity. A 12x90/8fr 75cm wallstent endoprosthesis stent was advanced but failed to cross the superficial femoral vein despite several attempts. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage. The device was returned for analysis. The stent was returned partially deployed on the delivery system. It is not known when deployment occurred. The investigator successfully deployed the stent without resistance or any issues being experienced. A visual and microscopic examination identified damage to the distal wires of the deployed stent. A visual and tactile examination identified no issues with the tip of the device. A visual and tactile examination identified no issues with the shaft of the device. No other issues were identified during analysis.